Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that the patient was meant to have a turbt, but concerns were raised regarding diathermy and its effects it may have on her sacral nerve stimulator. A lead revision in (B)(6) 2021 and with her new system this should be no issue (no transfer of heat caused by magnetic induction). They once again went through radiotherapy with the patient as it does appear as though she is going to need this going forward. She was counselled that bladder and bowel side effects were fairly common, although long term problems were not as common. Given that she does have ongoing problems with her bowel, it was likely that she would develop increased passage of stool.